Event description:
Customer called because the eq flsbr mod 20ct always breaks apart in his mouth. Response: the little brush breaks off very easily. Virtually all of them broke off (he believes most broke off, but didn't give a precise number).